Event description:
It was reported that the customer was hospitalized for diabetes and high blood glucose of 425mg/dl. It was stated that the customer was experiencing high blood glucose for the past couple days. Troubleshooting was performed. It was stated that the customer's most recent glucose reading was 363mg/dl, and the customer was treated with the insulin pump and manual injections. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.